Event description:
It was reported "we had a mechanical issue with a 4 fr single lumen PICC stylet. During removal of the stylet (placement wire) it was noted to be fractured. It did not break off completely but, was clearly kinked and broken. The insertion was routine and without any tortuous resistance or complication. No patient injury."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed some use residue on the returned sample. One bend was observed in the stylet proximal to the t-lock. A break was observed in the stylet, approximately 1.6 cm proximal to the distal tip of the stylet. A microscopic observation revealed the break in the polyimide tubing was jagged with an uneven surface texture. Plastic deformation was observed in the polyimide tubing at both break sites. The observed fracture features were indicative of catheter and/or stylet kinking, which likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refn0725 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we had a mechanical issue with a 4 fr single lumen PICC stylet. During removal of the stylet (placement wire) it was noted to be fractured. It did not break off completely but, was clearly kinked and broken. The insertion was routine and without any tortuous resistance or complication. No patient injury."